Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation was completed: ratchet mechanism does not lock correctly. The investigation of has performed, that ratchet mechanism could not be locked correctly and is not functional anymore. The device is not repairable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device history records was conducted. The report indicates that the: (B)(4) manufactured the 10nm torque limiting ratchet handle-6mm hxc, p/n 03.620.061, and lot number 6654480 on po #1266844 for 25 pieces delivered august 22, 2011. Initially, the part conformed to the supplier¿s certificate of conformance, dated august 18, 2013, and synthes final inspection sheet # ns019535, revision ¿d¿. The parts were released to the warehouse on august 24, 2011. Due to an unknown cause, ratchet mechanism doesn¿t works properly. During use the ratchet mechanism is switching automatically. There were no mrr¿s, ncr¿s, or complaint related issues with this lot. The 10nm torque limiting ratchet handle-6mm hxc was made to the synthes drawing p/n 03.620.061, revision ¿c¿, released on march 16, 2010. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the ratchet mechanism does not work properly. During use the ratchet mechanism is switching automatically. No patient harm or surgical delay was reported. This report is 1 of 1 for complaint (B)(4).